Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator bin that contains medication would not allow to confirm the count when user tried to pull a medication, the confirm and cancel buttons was not showing and helmer would not recognize that the bin was opened. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door failed to open. The field service engineer swapped the matrix drawer for a half-height drawer and verified proper functionality after installation. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator bin that contains medication would not allow to confirm the count when user tried to pull a medication, the confirm and cancel buttons was not showing and helmer would not recognize that the bin was opened. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.